Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported bd angiocath¿ IV catheter 20ga 1.88in had leakage issues. The following information was provided by the initial reporter, translated from (B)(6): "leakage from the cap end of the hose during early use".

Manufacturer narrative:
H.6. Investigation: a physical sample was not available for investigation but bd was provided with a photo of the issue for evaluation. A review of the device history record was performed for the reported lot, 8137659, and no quality issues were found during production. Our quality engineer reviewed the provided photo and observed that there was a leakage in the catheter. Based off the provided photo the engineer was able to verify the reported defect. Unfortunately, without a physical sample available for analysis a definitive root cause could not be determined for the observed leakage.

Event description:
It was reported bd angiocath¿ IV catheter 20ga 1.88in had leakage issues. The following information was provided by the initial reporter, translated from chinese: "leakage from the cap end of the hose during early use".